Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin did not exit. The set was changed and the test was repeated. The device passed the test and the insulin exited. However, the high-pressure test was not done due to the lack of a clamp. Instructed the customer to call back to perform the high pressure test when the clamp arrives. Explained the two high bg rules to the customer.